Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. Blood glucose level was 298 mg/dl. She changed the infusion set and blood glucose went up to 600 mg/dl. She treated with manual injection. Troubleshooting was performed. The customer confirmed the bolus history and all settings were accurate. She declined to check for site/set issues or to perform the high pressure test. The device will be returned for analysis.